Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all mini drawers were failed. A field service engineer replaced the controller board for all mini drawers to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini drawer was failed. The customer stated that there was able to get the medication from another station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.